Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. No physical units were received for evaluation in relation to this complaint; however, photographs were provided by the customer in relation to this reported event. In the photos provided, there appears to be a partial amount of fluid in the syringe. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found. Since the actual device was not returned, and the packaging was open, the cause cannot be determined.

Event description:
The customer reported that one syringe of embosphere was dried out. This was found prior to the case and no patients were involved.